Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 16-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the complaint handpiece was received with the plunger rod partially advanced and overriding a portion of the lens stuck in the cartridge. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was damaged. The lens module was inspected revealing no damage or viscoelastic residue. The plunger rod was retracted and the lens piece was determined to be a detached haptic. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected, revealing no issues. Half of the lens was received. The lens was removed and cleaned presenting cut with a detached haptic. The attached haptic thickness and width were evaluated and were in specification. The complaint issues "delivery issue" and "haptic damaged" were not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue "haptic damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that the surgeon implanted the preloaded monofocal intraocular lens (iol) and realized that one haptic was folded, necessitating the explantation of the lens. The iol was inserted and removed during the same procedure. Through follow-up, we learned that during the implantation of the lens, one of the loops encountered resistance and became stuck in the injector. As a result, the loop broke, and it was necessary to remove it. The lens was cut during extraction, and part of it was preserved; however, half of the material could not be recovered. A backup lens (sn: (B)(6) was implanted. No additional information was received.